Event description:
Surgeon experienced two biorci screws break during an acl reconstruction procedure. The first screw broke at the tip and the second broke within the graft. The surgeon removed both the screw and the graft and plans to do a revision surgery using titanium screws. The doc drilled 10mm tunnels (approx 28mm deep in the femur). On the femoral side he used the 9mm tap prior to attempting to insert a 9mm biorci. The 9mm did not want to grab, and began breaking at the distal end, so he dropped to an 8mm. The 8mm screw held. While backing out the 9mm it grabbed the graft and damaged it to some degree. It was discovered that the graft had broken and when removed from the femur, discovered that it (8mm bio rci) too had broken at the distal end. The small amount of breaking on the 8mm did not affect the holding ability of the screw. The surgeon feels that the reason for the screws breaking may have had to do with the insertion angle. Md redid the case, inserted a similar allograft and used biorci screws successfully, utilizing a different insertion angle. He used the old bio rci screwdriver without the laser markings. The driver was fully inserted in the screw upon insertion. Rep also confirmed that the revsion surgery was scheduled for the coming day because their were no allografts available at the time of the original procedure. After the removal of the screws during the original procedure, the pt was closed, bandaged and immobilized for four days until the graft portion of the surgery could be redone.